Manufacturer narrative:
The adaptive clean brush head is an accessory to the diamondclean power toothbrush.

Event description:
The consumer states that the bristles from their adaptive clean brush head are coming out.